Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called in to report that her husband had passed away due to hypoglycemia. Caller stated that her husband had appeared fine leading up to the event. The spouse recalled that her husband had sent her a text message that he was going to bed that night and when she returned the next morning he never woke up. The customer's blood glucose level at his time of death is unknown. No further information was reported.